Manufacturer narrative:
Upon review, this event is not reportable under this MFR number. This report should be voided.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported that patient underwent a scarf procedure on (B)(6) 2016. During the procedure while inserting a screw, the cannulated screw driver bent. As a result, the screw was removed from the patient and the procedure was completed with another screw. The event did not result in a delay of procedure.